Event description:
A medtronic rep reported a 5mm inaccuracy during a revision spine surgery. When in navigate, the surgeon alleged that the ap was inaccurate, but the lateral was accurate; the surgeon then went back to the acquire images screen and activated one of the earlier images. Noted were screws and rods present in the anatomical images. Re-acquisition of the empty image and the reactivation of the anatomical image allowed them to complete the case as expected with the use of the stealthstation s7 system. No impact to the pt was reported.

Manufacturer narrative:
Per (B)(6), no pt info will be provided. It was noted at the site that the quality of the empty images is event more critical when metal artifact is present. No archives or logs have been received by the MFR for software eval as of the date of this report.